Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported bilateral capsular contracture, baker grade IV. Patient also reported "temporary paralysis, auto immune disorder, constant pain, swollen all over, multiple sclerosis, lupus, rheumatoid arthritis, sever chest pain, and chronic inflammation"; these are not device related. Device has been explanted. This record is for the right side.